Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2018-00048 since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a female patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) (humulin series, 100 iu/ml) from a cartridge via a reusable pen (unknown humapen), for the treatment of diabetes mellitus, beginning on an unspecified date. Dosage regimen and route of administration were unknown. On an unspecified date, while on human insulin treatment, her postprandial blood glucose was 36.2 (unit and reference range was not provided) and the event was considered as serious by the company due to medically significant reasons. On an unspecified date, two humapen devices malfunctioned (lot number: unknown, (B)(4) and lot number: unknown, (B)(4)). The injection button could not be pushed down and the injection screw could not move out. Information regarding corrective treatment was not provided. Outcome of the event was unknown. Treatment with human insulin was continued. Patient was the operator of the humapen devices and her training status was not provided. The humapen devices model duration of use and suspect humapen devices duration of use was not provided. The action taken with the humapen devices was not provided and their return was expected. The reporting consumer did not know whether the event was related with human insulin treatment and did not provide relatedness assessment between the event and humapen devices. Edit 29-mar-2018: upon review of the information received on 22-mar-2018, the two previously coded humapen ergo ii devices were updated to unknown humapen devices. Updated the narrative accordingly. Update 29mar2018: updated medwatch fields for expedited device reporting. No new information added. Update 04apr2018: additional information received on 04apr20187 from global product complaint database. Recoded the suspect humapen unknown device to a humapen ergo ii. Changed the lot number from unknown to 1208d03 for product complaint (B)(4) relating to the humapen ergo ii device. Updated return status and added date of return to the manufacturer. Corresponding fields and narrative updated accordingly. Edit 18apr2018: updated medwatch fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a female patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) (humulin series, 100iu/ml) from a cartridge via a reusable humapen (unknown) device and humapen ergo ii device, for the treatment of diabetes mellitus, beginning on an unspecified date. Dosage regimen and route of administration were unknown. On an unspecified date, while on human insulin treatment, her postprandial blood glucose was 36.2 (unit and reference range was not provided) and the event was considered as serious by the company due to medically significant reasons. On an unspecified date, the two suspect devices malfunctioned. The humapen (unknown) device was further clarified that the injection screw could not be moved but the injection button could be pushed down; with conflicting information that injection button could not be pushed down (lot number: unknown, (B)(4)). She was instructed to remove the cartridge to check whether the injection screw would move out but it still did not work. The second device, the humapen ergo device was further clarified that the injection screw could not be moved but the injection button could be pushed down; conflicting information provided that injection button could not be pushed down (lot number: 1208d03, pc: (B)(4)). She was instructed to remove the cartridge to check whether the injection screw would move out but it still did not work. Information regarding corrective treatment was not provided. Outcome of the event was unknown. Treatment with human insulin was continued. Patient was the operator of the suspect devices and her training status was not provided. The suspect devices model duration of use was not provided. The suspect device with pc (B)(4)duration of use was unknown and pc (B)(4)duration of use was unknown but noted as received recently. The suspect device with pc (B)(4)was not returned to the manufacturer. The suspect device with pc (B)(4), which was manufactured in aug2012, was returned to the manufacturer on 04apr2018. Upon investigation, it was noted that the device with pc (B)(4)worked properly. The reporting consumer did not know whether the event was related with human insulin treatment and did not provide relatedness assessment between the event and the suspect devices. Edit 29-mar-2018: upon review of the information received on 22-mar-2018, the two previously coded humapen ergo ii devices were updated to unknown humapen devices. Updated the narrative accordingly. Update 29mar2018: updated medwatch fields for expedited device reporting. No new information added. Update 04apr2018: additional information received on 04apr20187 from global product complaint database. Recoded the suspect humapen unknown device to a humapen ergo ii. Changed the lot number from unknown to 1208d03 for product complaint (B)(4)relating to the humapen ergo ii device. Updated return status and added date of return to the manufacturer. Corresponding fields and narrative updated accordingly. Edit 18apr2018: updated medwatch fields for expedited device reporting. No new information added. Update 01may2018: additional information received on 01may2018 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch/european and canadian (EU/ca) device information for both devices and device return status to not returned to manufacturer for pc (B)(4) associated with unknown lot of humapen unknown device. Updated malfunction from unknown to no for pc (B)(4). Reiterated that suspect device with pc (B)(4) was returned to the manufacturer and return date. Added date of manufacturer for suspect device with pc (B)(4) associated with 1208d03 lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 01may2018 in the event field. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. This report is associated with 1819470-2018-00048 since there is more than one device implicated. Evaluation summary: a female patient reported the injection screw of her humapen ergo ii could not be moved. The patient experienced increased blood glucose. Investigation of the returned device (batch 1208d03, manufactured august 2012) found the device met functional requirements. No malfunction was identified. There is no evidence of improper use or storage.